Event description:
It was reported by the customer that there is a number 2 on the display screen, and the insulin pump stopped working. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.